Event description:
It was reported that unspecified error message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of unspecified error message occurred is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified error message occurred. The product was evaluated. An external visual inspection was performed and no damage. Perform voltage test was performed and fail. Data log analysis was performed and fail. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of unspecified error message occurred is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.